Event description:
Customer reported the image intensifier cover fell off. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reloaded the software. System operates as intended.